Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was unable to exit the rewind screen on his insulin pump. The customer was stuck in the bolus delivery loop. The customer's blood glucose was 400 mg/dl. The customer stated that he did have a back-up plan. Troubleshooting for the customer's high blood glucose levels and the prime rewind anomaly was done. The customer was still unable to rewind the insulin pump properly. Advised the insulin pump needed to be replaced. Advised the customer to not attempt to bolus while in the rewind and fill tubing process. Advised customer that a replacement insulin pump would be sent. Nothing further reported.